Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the device was not working for the patient. The patient stated that the nerves inside his body and legs had gotten worse. The patient had the implant removed on (B)(6) 2015 due to it no longer working for the patient. No outcome was provided. Further follow-up is being conducted to obtain this information.